Event description:
The physician performed an arteriotomy closure with the closer tsl 6 fr. Device. Some time after the procedure, the pt developed a staph infection. The pt was taken to surgery where a femoral bypass was performed. The pt was hospitalized for five days. No add'l info has been provided to the perclose rep.